Event description:
Incident as reported: robot assisted radical nephrectomy - "after 3 successful clip deployments, doctor was preparing to insert clip applier for 4th deployment through trocar when the back of the jaws fell out and landed outside the patient."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.